Event description:
A customer contacted beckman coulter regarding an erroneously elevated accu tni result generated by the unicel dxi instrument. The pt sample (a) was collected in the emergency room (ER). The erroneously elevated accu tni result was 1.35 ng/ml. The result was reported out of lab. The customer indicated that pt was admitted to the intensive care unit (ICU) for further monitoring. A second sample (b) was collected for accu tni a few hours after sample a was collected and the result obtained was lower than the previous accu tni test result from sample a. The accu tni result from sample b was <0.03 ng/ml. The customer retested sample a after obtaining accu tni results from sample b that were in the normal range. The repeated accu tni result for sample a was <0.03 ng/ml. The customer indicated that there has been no change to pt treatment that can be attributed to this event.